Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "monovette-adapter" kept "slipping out" of the bd venflon¿ pro safety shielded IV catheter hub during use, but remained connected after cleaning excess "silicone" from the hub. The following information was provided by the initial reporter: "when connecting a monovette-adapter, the adapter keeps slipping out. It remains connected after cleaning the cannula hub. The customer supposes that our cannulas have too much silicon."

Event description:
It was reported that the "monovette-adapter" kept "slipping out" of the bd venflon¿ pro safety shielded IV catheter hub during use, but remained connected after cleaning excess "silicone" from the hub. The following information was provided by the initial reporter: "when connecting a monovette-adapter, the adapter keeps slipping out. It remains connected after cleaning the cannula hub. The customer supposes that our cannulas have too much silicon".

Manufacturer narrative:
H.6. Investigation: one actual sample, a sarstedt adapter was connected to the vps cannula hub, was received by our quality team for evaluation. Upon visual inspection, no lube was observed on the cannula hub. As the actual sample was subjected to cleaning before returning for investigation, the lube could have been removed. The sarstedt adapter remains connected to the cannula hub; therefore, the incident could not be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. The probable root cause for the adapter to keep slipping out could be due to lubricant migration to the cannula hub which occurs with age. The lubrication reduced the friction of interference fit between the cannula hub luer and the sarstedt adaptor and hence resulted in the disconnection. CAPA#83053 was initiated.